Manufacturer narrative:
This report is submitted on may 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
(B)(6) the clinic, the device was explanted on (B)(6) 2017, due to the patient developing an infection at the implant site and undergoing a mastoidectomy and tympanoplasty. The patient was not reimplanted with another device, as of the date of this report.